Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump's buttons stopped working and the customer can't get insulin or bolus. Customer's blood glucose was 440 mg/dl at the time of the incident. Customer treated with a manual injection. Caller stated that the customer was trying to give a bolus and his blood glucose was high. Customer stated that the pump fell out of his pocket and fell into his lap but it didn't hit the floor. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The pump was received with no button response due to an unlocked lcd keypad connector. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a cracked belt clip slot.